Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that while trying to remove screws from the caddy during surgery, some of the screws were sticking in the caddy. The procedure was able to be completed without reported patient impacts.

Manufacturer narrative:
The returned caddy was evaluated. One of the screw holes has deformation damage which has made the removal of screws from that hole difficult. The cause for the failure can likely be attributed to wear from use over time causing the material to deform. A review of the manufacturing records did not show any issues that would have contributed to this event.